Event description:
Subsequent information indicated that in addition to the low pace impedance measurements, noise was also seen on the pace/sense and shock channel of the lead. The noise lead to stored events in the device but no inappropriate therapies. The local boston scientific field representative stated that the pace impedance measurements were normally in the 300 ohm range and were not consistently less than 200 ohms. It was discovered that the patient carried a home medical alert device in their shirt pocket, over their implantable device. The low impedance measurements and noise seemed to correlate with the medical alert device being on. When the patient was being seen in the clinic, the fr reported not being able to register a pace impedance measurement while the medical alert device was on and in the patient's pocket. Once the fr removed the medical alert device, impedance was able to be measured. Noise was not able to be reproduced with standard trouble-shooting maneuvers. Ultimately, a lead revision procedure was performed where the lead was explanted. The lead is to be returned for analysis.

Event description:
Boston scientific received information that this right ventricular lead displayed low, out of range pace impedance measurements. A request for additional information has been made. The lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
The lead has not yet been received for analysis. Should additional information become available, this report will be updated.